Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected intermittent loss of capture on the left ventricular (lv) lead, as seen on the interrogation. The lead remains in use. No patient complications have been reported as a result of this event.